Event description:
The syringe detached from the connection of stopcock.

Manufacturer narrative:
Received one used unit with the syringe detached from the stopcock. The device history could not be reviewed as the lot number is unknown. Conclusions - the engineer concludes that this type of defect could be caused by the user accidentally twisting the syringe causing it to detach during application or the uv adhesive was insufficiently applied to the connection between the syringe and stopcock during manufacturing process causing it to detach during user application. (B) (4). (B) (4).